Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #:(B)(4), ubd: 17-sep-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #:(B)(4), ubd: 16-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s chest pocked got infected and had their ins and two extensions removed. The products were discarded and replaced with another ins and extensions. There were no further complications reported.